Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the buttons on the front were not responding. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.